Event description:
Immediately after implant I started getting horrible acne. I started becoming exhausted for no reason. My hair started falling out. Anxiety and depression started for me (which I never had before). Weight gain and I'm extremely active and eat healthy. Psoriasis and skin rashes showing up on ransom areas of my body. I had 14 very frequent uti's and at one point in 1 year had 14 uti's. I have no libido. I have joint pain. Heart palpitations, chest pain. I'm (B)(6) now and I weight (B)(6). This should not be happening to someone my age and size. I'm constantly bloated. I have memory loss and brain fog. I was 100% healthy and normal before these toxic bags. I've had blood work done and ultrasounds and I have been told every thing health wise (thyroid, testosterone, etc) is normal. My dr. Doesn't know why I would be feeling this way otherwise. FDA safety report ID# (B)(4).